Manufacturer narrative:
No sample was returned for investigation. Lot was not provided. It is unknown how the feeding tube may have caused or contributed to the reported event.

Event description:
The patient had a perforation of the digestive tract.